Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that meter was transferring blood glucose to insulin pump. As a result, customer's blood glucose was 475 mg/dl. Due to customer bolusing without transferring blood glucose to pump.